Event description:
It was reported that during central processing that the maryland bipolar forceps instrument had a broken tip. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting broken tip, an investigation has been completed. Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis (fa). The instrument was found to have a broken grip at the grip base. A piece approximately 0.168" x 0.437" was found to be broken off. The broken piece was not returned. The complaint regarding broken tip was confirmed by fa. Additional observation(s) not reported by site: the instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves.